Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, red particles in the gel, opening curved on posterior and creases fold. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.